Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device still implanted.

Event description:
Affiliate reported that the pump appeared to be releasing a higher dose of drug than expected. The device has not yet been explanted. There is no information as to whether the device will be removed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was in fact returned for investigation. The transaction logs indicate and confirm a discrepancy in the volume that has left the pump and the volume calculated based on the programmed flow rate. During the functional testing of the device, it was determined that the pump was found functional. The root cause for the discrepancy between the volume measure and the volume calculated could not be determined. A review of the device history records confirms that the device conformed to the required specification prior to distribution. Based on the results of this investigation no further field action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.